Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally dropped the ilet while working on a car, resulting in a cracked screen. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included collection of event details and complaint documentation. Investigation of the returned device revealed physical damage consistent with user-induced screen breakage. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in mechanical damage.